Event description:
Reportedly, an intermittent impossibility to interrogate occurred with the subject cpr3 head. It was also reported that the plastic part was damaged.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, an intermittent impossibility to interrogate occurred with the subject cpr3 head. It was also reported that the plastic part was damaged.